Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. He confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value was 64 mg/dl; treated with 4 glucose tablets. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current, run current, displacement test and rewind. Unable to perform self-test, off no power test, a21 error test, occlusion test, no delivery test due to a33 alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.